Manufacturer narrative:
No samples have been returned for investigation, including root cause analysis to date. Provided the customer with additional information regarding possible causes of thermal injuries.

Event description:
A nurse reported that a corneal burn occurred during the od cataract extraction with iol implant procedure. A suture was used to close the wound. Patient outcome was not provided. No consumables were saved for evaluation. Additional information has been requested.